Event description:
A 6 mm diameter x 17 mm length bridge x3 stent was inserted into a patient for treatment of an 85 percent left renal artery stenosis in 2001. It is reported that the artery had medium calcification, slight tortuosity and had a slightly downward take-off. An 8 french guide catheter was used and the lesion was pre-dilated with a 4mm coronary angioplasty balloon. It was reported that while the doctor was inserting the delivery system, the stent came off the balloon inside the guide catheter. The stent "floated" out of the guide catheter and into the aorta but stayed on the wire. The physician removed the stent from the patient by sticking the other groin of the patient and removing it with a snare. The stent was successfully snared without injury to the patient. It was reported that another bridge x3 of the same size with an 8 french lima (left internal mammary artery) shaped guide catheter was used to complete the case successfully. No additional clinical sequelae were reported and the patient is fine. The stent delivery system was discarded by the hospital and will not be returned to medtronic ave.